Event description:
It was reported that a surgeon was unable to determine which side of a vascu-guard to implant into the patient as both sides appeared to be rough. The reporter stated that this vascu-guard was still implanted into the patient. During follow-up with the reporter, they stated that there was no patient injury, adverse event, or medication intervention since the device was implanted. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.